Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2, -8.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Excessive vault was observed. Scif resolved problem. Lens remains implanted. Reportedly, "excellent outcome."